Event description:
Customer stated they developed a crossbite, have also experienced tmj and jaw pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.